Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a clinician suspected abnormal cardiac resynchronization therapy pacemaker (crt-p) function due to electrocardiogram machine stating a device failure. Review of device data indicated the device appeared to be currently functioning as programmed. The crt-p remains in use. No patient complications have been reported as a result of this event.